Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 515 mg/dl at the time of incident and the current blood glucose of the customer was 516 mg/dl. Customer treated with manual injection. The customer reported that the insulin pump had a blank display. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer stated the display was not blank less than 60 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated display returned after insulin pump restart. Customer stated the insulin pump was not been dropped or bumped recently. Customer stated the insulin pump was not been exposed to moisture recently. The insulin pump will not be returned for analysis.